Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No magnetic resonance imaging exposed anomaly or under delivery anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose was 334 mg/dl at the time of incident and current blood glucose was 193 mg/dl. The customer was treated with the manual injection. The customer reported that the insulin pump was exposed to a magnetic field. The customer alleges pump was under delivering because he can give manual injections and his blood glucose goes down. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.